Event description:
Intl customer reported that the suture broke three days following an orthopedic procedure. The pt was returned to surgery for repair.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-confromances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.